Event description:
It was reported that the lead exhibited noise, which caused the patient to receive 25 inappropriate shocks due to fibrillation detection. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal coil to be broken at 30 cm from the connector pin due to clavicular crush.